Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that during check, the staff tested the intra-aortic balloon pump (iabp) with a simulator and received a high baseline alarm. As a result, the iabp was sent to biomed.

Event description:
There was no patient involvement. It was reported that during check, the staff tested the intra-aortic balloon pump (iabp) with a simulator and received a high baseline alarm. As a result, the iabp was sent to biomed.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iabp high baseline alarm is confirmed. The returned pump assembly alarmed high baseline during the complaint investigation, consistent with the reported complaint. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue. Other remarks: the device was available for evaluation and teleflex has received the device. The field has been changed from "no" to "yes".